Manufacturer narrative:
On 15-aug-2024, additional information was received. It was reported that the physician¿s opinion on the cause of the adverse event was that it was due to patient condition and the procedure itself. The precise intervention that created the adverse event is a pulmonary vein isolation using point by point ablations with radiofrequency (rf) energy. As the patient had to undergo a risky procedure to try and solve his life-threatening adverse event, the patient required extended hospitalization. The patient died after a long stay in the hospital. As such, field h6. Medical device problem code has been updated from the a01 to adverse event without identified device or use problem (a24). Field h 6. Health effect - impact code has been updated with additional codes of hospitalization or prolonged hospitalization (f08) and death (f02) no error messages were observed during the procedure according to the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) -paroxysmal) procedure. The patient experienced esophageal fistula that required surgical intervention. The procedure took place on the (B)(6) 2024; however, the patient contracted symptoms post procedure on the (B)(6) 2024. No specific issue happened during the procedure. On 06-jun-2024, it was reported that they had no main issue with the carto and/or sma system (no error, alert and/or warning) during the case. However, the patient contracted symptoms post procedure, 27 days later. The case has been reviewed and the force was normal. The point was below the esophagus, and the visitag/ablation points had a normal ablation index recommendation. A fistula (hole) between the left atrium and the esophagus has been reported. The patient is still alive, has been operated on and reported to be stable on the (B)(6) 2024 at 5:30 pm belgium time. The surgeon took a part of the left atrium to fill up the fistula.

Manufacturer narrative:
On 07-oct-2024, additional information was received. It was reported that the fistula was discovered on the first of (B)(6) 2024. The reporter was alerted on the second of july. No esophageal temperature monitoring was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).